Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to the sensor and blood glucose readings having discrepancies. The blood glucose reading was 106 mg/dl compared with the sensor glucose reading of 52 mg/dl. The threshold suspend limit was set to 70 mg/dl. She observed a bent sensor cannula and a sensor error alarm. She did not note any symptoms of low blood glucose but stated that she took a glucose tablet without checking her blood glucose. Advised return of the sensor for analysis. Nothing further reported.